Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 15 events were reported for this quarter. Product return status: 14 devices were received. 1 device investigation type has not yet been determined. Event confirmation status: 13 reported events were confirmed; the cause traced to component failure. 1 device evaluation is still in progress. Evaluation results: 13 devices were found to be affected by detached and/or missing components.   Additional information: 15 devices were not labeled for single-use. 15 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device had a component detach. 13 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 15 previously reported events are included in this follow-up record.   Product return status 14 devices were received. 1 device was not available for evaluation.   Event confirmation status 14 reported events were confirmed. Evaluation results 14 devices were found to be affected by detached and/or missing components.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device had a component detach. 13 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.